Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, failure of the system for fixing the lead to the can.

Manufacturer narrative:
After several attempts to receive the device for analysis, no feedback was possible. Therefore, this case has been closed and it will be re-opened in case of new information.

Event description:
Failure of the system for fixing the lead to the can.